Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered manual injection to resolve elevated bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.